Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received a prompt from their partner assist device to contact their physician. It was inquired as to what this might indicate. Additional information was received that this partner seemed to be functioning abnormally. Ultimately, it was discovered that magnet mode was enabled within the ICD which disabled the partner.